Manufacturer narrative:
The reported inability to communicate with the device was not confirmed in laboratory. The device was tested on the bench and a false eri alert was noted. It is believed the eri alert was activated due to transient low battery voltage from temporary higher current drains.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. The device had interrogated successfully 6 months prior with battery longevity of 2.7v remaining to eri. The decision was made to explant the device and was replaced successfully. Patient is stable and in perfect health conditions.